Event description:
The pt received her scs system including an ipg and percutaneous leads. The pt reportedly fell and the lead disconnected from the ipg. When the physician went in to reconnect the lead to the ipg on (B)(6) 2007, it was reported that the tip of the lead was missing the contact. The physician was unable to retrieve the contact from the ipg which made the ipg unusable. The lead and the ipg were replaced and returned to ans for analysis.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Failed continuity test. Lead has some compression damage about 15 cm from stimulation end. The terminal end electrode is missing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.